Event description:
An over-the-wire s7 stent delivery system was inserted into an unknown coronary artery. It was not possible for the stent delivery system to cross the target lesion. It was reported that during the procedure, the stent dislodged from the delivery balloon. The stent was subsequently deployed using a ptca balloon at an unintended site. The pt was reported to be fine post procedure and there is no add'l clinical sequelae reported to the event.